Manufacturer narrative:
The evaluation found the coating of the insertion tube was peeling off at 2cm in size. The customer reported issue was confirmed as the scope was leaking from the scope connector (plug unit side) due to a crack at the gold colored pins. In addition, the distal end cover glue is cracked and exposed at the threads. The scope was repaired and returned to the customer. The scope was last serviced via repair in march 2020 for a cut in the bending section cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus service technician was informed that the customer evis exera iii bronchovideoscope was returned to the service center for a reported failed the leak test during reprocessing. Upon inspecting and testing, the coating of the insertion tube was found peeled off (reportable). No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been caused by physical stress/ chemical stress/ storage environment, et cetera. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): "important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: general policy: precautions: warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 19-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.